Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for his case. It was reported that the patient expired. Per the physician the cause of the patient¿s death was due to renal failure, cardiac arrest and multi organ failure. The physician believed that the patient death was related to the device and/or procedure; the physician felt that the stent graft migrated distal in the iliac artery. There is no autopsy going to be done. There is not further information available for this case. Review of a short video and a still screen shot during an angiogram study revealed that an aui was positioned just below the renals, and extended into the right common iliac to just proximal to the iliac bifurcation. The stent graft lumen was patent and the devices were fairly straight and free from any obvious kinks or compression. There was a patent right to left fem-fem bypass graft. The iliacs and femoral arteries contained areas of calcification. A still cta screen shot revealed that the endurant aui was at the level of the renals. The entire stent graft was occluded beginning below the renals and proximal the tapered area of the aui. The stent graft appeared straight and the lumen did not appeared constricted or kinked along its length. A still angiogram image of the distal 3 stents of the right limb also confirmed that the stent graft was occluded. Blood flow resumed just distal to the stent graft and into the right external and internal iliac arteries. The cause of the stent graft occlusion could not be determined from the images provided. It is possible that the reported tortuous vessels may have contributed. The level of tortuosity could not be assessed from the images provided. It is also possible that this may have been due to a patient condition; poor distal runoff or unknown coagulopathy.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm diameter abdominal aortic aneurysm. The diameter of the aorta at the renal arteries was 29 mm, the aortic neck was 1 cm in length with 15 degree angulation. The vessels were very tortuous and had moderate calcification. The patient had a follow up CT and the stent graft was widely patent. It was reported that the entire stent graft was found to have occluded. The physician explanted the stent grafts and did a bypass from the proximally aorta to the common femoral. The explanted stent grafts were discarded by the user facility. The physician stated the event was related to the device and the procedure, however, the cause of occlusion was unknown. It was also reported that the patient had very tortuous vessels and an old fem-fem crossover graft. The patient¿s fem-fem crossover graft is also occluded . No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).